Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flat silicone wound drainage had a hair inside the sterile package. Per follow up information received from the customer via email on 08sep2021, it did not delay the operating room (or) time and another device was opened to continue. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used hubless flat silicone drain. Visual evaluation of the returned sample noted one opened (without original packaging), used hubless flat silicone drain. Visual inspection of the sample noted that a strain of hair was inside the label package of the return sample . This does not meet the specification. A potential root cause for this failure could be defective / contaminated components from supplier. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flat silicone wound drainage had a hair inside the sterile package. Per follow up information received from the customer via email on 08sep2021, it did not delay the operating room (or) time and another device was opened to continue.